Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced severe hypotension that required intervention. It was reported when ablating, the patient¿s blood pressure dropped severely. Yesterday during atrial fibrillation procedure, the patient left the operating room stable after the intervention team got involved, procedure after that was cancelled. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-mar-2025. It is not clear what caused the patient's hypotension. Coronary angiography also did not provide a clear explanation. There was no pericardial effusion. Intervention involved manual chest compressions, "coronarography", electrical cardioversion. The patient fully recovered; however, required extended hospitalization for monitoring reasons. The physician¿s opinion was that bwi product malfunction was not the cause. Therefore, added to h6. Health effect - clinical code "cardiac arrest (e0602) and h6. Health effect - impact code " hospitalization or prolonged hospitalization (f08). Also checked b2. Is life threatening and b2. Is hospitalization initial/prolonged. In addition, patient details were provided. Therefore, processed a2. Date of birth, a3a. Sex, a3b. Gender, a5. Ethnicity, and a6. Race. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).